Manufacturer narrative:
The customer collects accu tni samples in bd lithium heparin plasma tubes, and centrifuges samples at 4,000g for 3 minutes. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2009 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse conducted a diagnostic testing with passing results. No hardware issues were noted by the fse. Centrifugation time and speed was discussed with customer. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results for two different patients. Subsequent testing for the first patient produced a result in the normal reference range. The second patient's elevated result did not match the clinical history of the patient as previous results for this patient were 0ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.